Event description:
It was reported that during a routine impedance test, electrode 15 was >10,000 ohms in all combinations. This electrode was not in use. The source of the high impedance could not be determined. There were no patient symptoms associated with the event. The patient was receiving effective therapy and there were no plans for any intervention.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).